Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the blood glucose reading was running high. The customer had a blood glucose reading of 495 mg/dl. The drive support disk appeared normal and recessed. Large and small air bubbles were noted and the caller was assisted in priming them out. No leaks were observed and insulin did exit with the manual prime. The caller was unable to complete further troubleshooting as the customer had to leave with the insulin pump. The caller was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.